Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 28 mmol/dl with nausea and small ketones. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly admitted to suspending and resuming the pump multiple times. It was noted that the patient discontinued insulin pump therapy. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy. There was no indication of a pump malfunction or that the pump caused or contributed to the reported incident. Use error was a contributing factor to the reported event as the patient reportedly admitted to suspending/resuming the pump multiple times.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 2:52pm. The reported event date of ¿(B)(6) 2016¿ was found to be overwritten. The total daily dose added up correctly and reflected the programmed basal target rate. A manual suspend was recorded in history on (B)(6) 2016. A hard ¿call service (cs) 069¿ alarm was reproduced during the rewind step and the remaining steps were unable to be adequately investigated for the reported ¿suspend¿ complaint. There was no damage found to the keypad button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).